Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported that the patient did not recharge the ipg for an extended period of time, rendering the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, effective therapy was confirmed post op. Note: the ipg is implanted in (B)(6) 2018, exact implant date is unknown.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient forgot to charge the ipg. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of prodigy MRI IFU, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.